Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 3387s-40, lot# va015s0, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead. For use by user facility/importer(devices only).

Event description:
It was reported that a patient had their newly implanted left-side stimulation system explanted on 2012 (B)(6) due to infection. Patient had symptoms including drainage/incisional wound opening, fever, headache, nausea, redness, swelling, and pain in the pocket and along the lead and extension. The patient went to the emergency room at the onset of symptoms three days after implant and infection was confirmed using a computed tomography (CT) scan. The surgeon determined it was safest to explant the whole system. The surgeon expected that the infection started at a drainage hole placed behind the patient's left ear following stage two implant surgery on 2012 (B)(6). The patient received antibiotics and cultures were taken from the device pocket and blood. Additional information has been requested, but was not available as of the date of this report.